Event description:
I had left knee replacement depuy rotating platform in (B)(6) 2011. In (B)(6) 2012, I started having extreme pain in my femur right above the knee replacement. This went on for a couple of days. This started on thursday. I could only stand or walk on it for just a few minutes without having severe pain. On sunday, I was walking. My shoe sunk a tad in ground (it had rained and ground was soft). I tried to pull my foot up and fell. Tried to stand but could not get up. Went to emergency and found out that the femur broke right where the knee was attached. This is the one and only bone I have ever broken in my life. I was (B)(6) when this happened. I had to have surgery. My leg was cut on side, huge incision, plate and screws were put in to assure the fracture healed correctly. My femur healed, was in a wheel chair for 2 months, was not allowed to walk on it. My femur healed but had continuous pain and swelling in my calf, ankle and foot couldn't even see my ankle bones. I kept going back to my surgeon with concerns that something was wrong. Every time I went, he would x-ray me and say nothing was wrong. Finally, after months of going back with same complaint, he decided to remove plate and screws. He figured they were irritating the knee and that would stop swelling. Had that done in (B)(6) 2013. At time of surgery, I asked him to please scope my knee since he had to once again cut my leg wide open to remove plate and screws which I have. He flat out refused and said absolutely not because once the x-ray showed the knee looked fine and there was nothing wrong with the knee. After the plate was removed and I healed I continued to have pain and swelling; nothing had changed. I went back again several times with concerns that something was still not right. He refused to do any testing etc. Other than x-ray and tell me it was fine, that the snapping, popping, swelling etc. And deformity of my knee was all normal. I then decided I needed to get another opinion which I got 3 and was told by all that the knee appeared to be loose. Two surgeons said they would send my surgeon a note with their opinions. I finally found a surgeon who listened to me and did a lot of extensive testing: radioactive scan, blood, CT rotational scan etc. Through this process we found that the patella was up under my femur and it appeared that it did not even fit my knee and looked as if the cut was wrong. He suggested we do an arthroscopic surgery to do a lateral release to get the knee cap back in place. I had the surgery on (B)(6) 2013. While doing the surgery, he found my meniscus was torn and was shocked at the amount of scar tissue that was and is still in my knee. He explained after that with the scope there was no way he could remove the tissue on the sides of my knee, so it is possible we may have to go back in to remove the scar tissues on the sides he is hopefully that enough was removed so that I won't have to go back in to remove the scar tissues on the sides he is hopefully that enough was removed so that I won't have to go through another huge surgery where my whole knee will have to be cut wide open, also told me that the patella may not stay in place either. He gave me a video of the surgery on cd which I have. So glad I found a great surgeon and he will continue to be my knee doctor. This has been a nightmare for me. I truly believe this is all from the knee replacement and feel that some course of action needs to be taken. I have lost my home to foreclosure etc. As I am not able to work and am now on ssdi. Any comments or suggestions would be appreciated if you are not interested in taking my case. Sorry, I didn't mean to write a book but felt my story needs to be heard and some course of action taken. Thank you for your time and I hope to hear from you. (B)(6).